Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed september 8, 2014.

Event description:
Per the clinic, the patient discontinued use of the device due to pain and tenderness at the implant site without device use. The device was subsequently explanted on (B)(6) 2013. The patient was not re-implanted. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.